Manufacturer narrative:
Final analysis of the pacemaker found a possible cause for the reported event of noise and unacceptable capture thresholds on the right ventricular lead. Further evaluation noted presence of sodium, chlorine, and silicone on the right atrial and right ventricular connector block spring which indicated epoxy. The cause of the field event was possibly due to the epoxy that may be the result of a manufacturing anomaly.

Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds and noise on (B)(6) 2016. The physician elected to leave the patient's system implanted and program to vvi 30 for backup and implant a new system on the right side of the body. Due to an infection on the replacement devices both systems were explanted (B)(6) 2017. The patient's condition post procedure was stable.